Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ping meter was powering off during use. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2014 at 11am. The patient manages their diabetes with an insulin pump and reported taking their usual dose of novalog after the product issue began. The patient reported developing a symptom of ¿headache¿ after the product issue began but could not recall how much time had passed. The patient denied receiving any treatment for this symptom. At the time of troubleshooting the csr verified that there was no misuse of the product and that the batteries did not need to be replaced. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿s criteria for a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.